Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the reported malfunction. The fse cleaned the expiratory flow sensor. The device then passed all testing and was placed back in service.

Event description:
It was reported that during patient use, a ventilator was displaying a device alert. The patient was then transferred to another ventilator without harm.